Event description:
During locking the blade of pfna-ii after the blade was inserted, the surgeon was not able to turn the impactor. Also the surgeon was not able to lock the blade and release it as well as not able to remove the impactor from the blade. The surgeon attempted to turn the impactor but he felt that the hexagonal tip was jammed, and then the handle spun around. The surgeon, removed the sleeve itself by the hammer. The operation was finalized without any problem. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Further investigations have shown that the instruments are badly damaged as result of mishandling during use. The blade could not be removed from the instrument. It is possible that heavily tightening in wrong direction may have caused the complete blockage of the parts. Product fault was not detected.